Event description:
Device #2 of 2: reference MFR. Report: 1627487-2015-26709.

Manufacturer narrative:
(B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2015-26709.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2015-26709.